Manufacturer narrative:
There was no patient involvement. A third party field service engineer (fse) has investigated the reported ventilator on-site. Internal leakage test, pressure transducer test and safety valve test failed during pre-use check. The fse replaced the pressure transducer printed circuit board (pcb) to resolve the issue. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs and the claimed part were not provided for further analysis. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The cause of the reported issue in this customer product complaint has been determined. The issue was related to pressure transducer pcb.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).